Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer did not notice the elevated blood glucose level and passed out. Customer was taken to the emergency room for diabetic ketoacidosis and treatment, however declined additional follow-up with tandem technical support; therefore, additional information was not provided.